Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00342.

Event description:
It was reported that two screws broke during surgery. After installation, the surgeon wasn't happy with the screws' positions so they were removed to change the trajectories. After removal, both screws broke (tulip heads became separated from the screw shanks). Alternative screws were used to complete the procedure. There were no reports of patient injury associated with this event. This is report one of two for this event.

Manufacturer narrative:
The device was not returned. A photograph of the device was provided and used for evaluation. The tulip head has disassembled from the screw shaft. However, the photo does not provide the appropriate view or detail necessary to determine the cause of the disassembly. A review of the manufacturing records did not identify any issues which would have contributed to this event.